Event description:
It was reported that; surgeon inserted screw at s1 and was trying to turn the screw head before locking, unable to get the head to turn. He backed out the screw a couple of turns and still could not get screw head to move. He then removed the screw and tried to turn the head, still would not turn. Screw head appears to be cold welded to shaft of screw. Surgeon was able to insert a new screw of the same size. Delay in surgery of about 10 minutes.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the reported event was determined to be overloading during screw insertion on s1 level.

Event description:
It was reported that; surgeon inserted screw at s1 and was trying to turn the screw head before locking, unable to get the head to turn. He backed out the screw a couple of turns and still could not get screw head to move. He then removed the screw and tried to turn the head, still would not turn. Screw head appears to be cold welded to shaft of screw. Surgeon was able to insert a new screw of the same size. Delay in surgery of about 10 minutes.